Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White, red and yellow material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.2 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white, red and yellow material found on the device. A manufacturing record evaluation (mre) of lot number 5935330 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 575cc saline catalog: 3501690 lot: 5944383 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 575cc saline breast prostheses. Deflation of the left breast prosthesis was confirmed by visible examination. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that patient underwent bilateral removal and replacement with (left) mentor smooth round moderate profile 375cc saline catalog: 3501660, lot: 7611095, sn: (B)(4) and (right) mentor smooth round moderate profile 325cc saline catalog: 3501650, lot: 7604395, sn: (B)(4) on (B)(6) 2018. Mentor also became aware that the patient was caucasian. In addition, mentor also became aware that there was foreign material in the suspect medical device. On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).